Event description:
Dialysis pt had fistula sysloc needle guard & wings remained taped to pt, but needle dislodged. Pt lost a good bit of blood before discovered -very late report! Dialysis had numerous problems with this product. Product eventually pulled from use in this health system.